Event description:
Customer was unresponsive, son tested customers blood sugar and received a reading of 46 mg/dl. Son called the paramedics. Upon their arrival, paramedics received a reading of 22 mg/dl, gave customer insulin and inserted an IV. Paramedics took customer to the hospital. It is unknown what treatment was rendered at the hospital.

Manufacturer narrative:
The device was returned, and the investigation revealed the complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing.